Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 62cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities in the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jul-2015. It was reported that shaft kink occurred. A 12mm x 2.25mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, the shaft was kinked. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube break.